Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. It was previously noted that the right atrial lead was not sensing or capturing so the physician capped and replaced the lead. There were no adverse consequences to the patient.